Event description:
It was reported that this right atrial (rv) lead was a case of an attempted implant. During right atrial (ra) lead removal, the rv lead was also pulled. An insulation issue was observed near the sleeve during re-implantation of the rv lead. The rv lead was removed and was replaced. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut in the outer insulation severing approximately 270mm from the terminal end, likely due to induced damage during surgery procedure. The allegation against the lead was confirmed.

Event description:
It was reported that this right atrial (rv) lead was a case of an attempted implant. During right atrial (ra) lead removal, the rv lead was also pulled. An insulation issue was observed near the sleeve during re-implantation of the rv lead. The rv lead was removed and was replaced. This lead was never in service. No adverse patient effects were reported.